Event description:
Sigma pump alarmed with system failure while running ivf. Pump advised to restart. Pump restarted and alarmed with system failure a second time.pump was subsequently tested without any issues occurring.